Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead delivered multiple inappropriate anti-tachycardia pacing and shocks due to rv lead noise over sensing that caused instances of more than fifteen seconds of pacing inhibition. The presenting electrogram was still showing intermittent lead noise with inhibition. Technical services stated this appears to be a sudden rv lead fracture and lead revision was suggested. The patient was in the intensive care unit at the moment of the call. The crt-d was programmed into magnetic resonance imaging mode to allow asynchronous pacing and have therapies suspended until a lead revision could be done. At this time the crt-d and the rv lead have been explanted at a surgical intervention. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).